Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing broke approximately 4 inches from the luer-lock connection. The patient also stated that the tubing appeared to have been cut. The patient had high blood glucose level reported to be over 240 mg/dl, which was treated with a manual injection of insulin. The patient also had high level of ketones. The patient did not notice any damage when the package was first opened. The patient was able to successfully apply a new infusion set to the customer and resume insulin on the pump. No further information available.